Event description:
A malfunction was reported on the pump by the caller, but no notable events occurred prior to the issue. It was unknown if the malfunction impacted the customer's blood glucose level, as the caller declined to answer. Despite the malfunction being resettable, the customer had experienced it at least three times on the same pump. Reportedly, the pump was replaced to resolve the issue, and the customer would reach out to their hcp to obtain a backup method of insulin therapy.